Manufacturer narrative:
Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set flow blocked event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level measuring 400 mg/dl that was treated by insulin pen. The length of time infusion set has been in use for one day.